Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) litigation received. Litigation alleges friction and wear caused toxic metal ions and particulate debris to be released into plaintiff¿s blood, tissue and bone surrounding the implant resulting to pain and discomfort. Doi: (B)(6) 2005; dor: (B)(6) 2016; right hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.